Event description:
It was reported that the device had broken knobs and the faceplate was damaged. No patient involvement was reported.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual evaluation confirms customer?s complaint. All reported damages were verified. The cause of this event was the impact on the device. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections ., please direct those to the following: (B)(6) . Full UDI number: (B)(4).